Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states patient underwent a pfc sigma with tibia sometime in 2001. Recently, within the last few months, he has some pain in his right knee. Xray reveals some osteolysis and eccentric poly wear. Upon getting into the joint for a planned wash out and replacement of the poly, both femur and tibial component were found to be loose at the cement to implant interface. Cement manufacturer is unknown. Doi: 2001. Dor: (B)(6) 2018; right knee.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.